Manufacturer narrative:
The reported events of failure to capture and failure to advance the stylet were not confirmed. As received, a complete lead was returned in one piece with stylet inserted. The stylet was able to be removed without difficulties. Electrical testing, visual and x-ray examination were normal with no anomalies found.

Event description:
It was reported that patient presented in clinic for a dual chamber pacemaker implant. During insertion of right atrial (ra) lead, the lead was repositioned multiple times because it exhibited failure to capture. After the attempts, it was noted that the stylet was unable to advance to the end of the lead. Multiple stylets were used and were unsuccessful. The ra lead was not implanted, and an alternative lead was successfully implanted on 19 nov 2024. Patient was stable.